Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins moved "again." Agent asked for event date and the patient said "for a while," and they think it was since they last saw their managing healthcare provider (hcp), which they thought was sometime this year. The patient also stated that they would like to get an MRI in the future, but they can only get an MRI if their old lead gets removed. The patient thinks the old lead was by the bone in their back. The patient reported their concerns to their managing hcp and the hcp told the patient that they weren't comfortable removing the old lead because they were afraid it would wreck the patient's spine, and they advised the patient to see a different specialist about that. The patient asked what type of specialist they should see. Agent emailed listings of other implanters in the patient's area. The patient was redirected to their healthcare provider to further address the issue. See 706797343 for information regarding previous "ins movement"/lead dislodgement

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3889-28 (lot: v567717); product type: 0200-lead; implant date (B)(6) 2010; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.